Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore force focused catheter has returned for evaluation. The inner lumen was noted to be kinked and some liquid was noted inside the device. On visual evaluation it has noted that the scoring wire of the balloon detached from the distal end of the balloon catheter. No other specific anomalies noted. No functional test was preformed due to the nature of complaint reported. Therefore, the reported break has confirmed as the scoring wire was not to be detached from the catheter¿s distal end. A definitive root cause for the core wire break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 expiry date (11/2021), g4. H11: h6 (results, conclusion). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, allegedly catheter tip was torn off. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. Expiry date (11/2021).

Event description:
It was reported that during an angioplasty procedure, catheter tip allegedly torn off. It was further reported that another device was used to complete the procedure. There was no reported patient injury.